Event description:
It was reported the patient's trial procedure was abandoned on (B)(6) 2019 per the physician's inability to place the lead in desired location. Physician reported the trial lead going anterior after multiple attempts.